Event description:
During the procedure, the guidewire that is in the kit broke off at the flimsy end inside the patient. It was discovered right away and the piece of wire was removed. There was no patient harm. The complaint was reported to argon in 2008.

Manufacturer narrative:
Remaining information was unattainable from the customer. Investigation in-process and will be filed in a supplemental report when completed.